Manufacturer narrative:
Follow up #1 submitted: 11/27/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow, down arrow, and ok keypad buttons were sticking. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.